Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vein of the forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 15 atmospheres for 3 seconds, the balloon ruptured with a vertical crack. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.